Event description:
Pt was secured on exam table following MFR's guidelines/instructions for safe use of straps. Velcro on straps pulled apart causing pt to fall off exam table. The above info is taken from an FDA form 3500 received by MFR via fax on 8/18/2010. By way of an e-mail response to a question concerning product codes, two were provided: (B)(4) a 4" x 108" velcro strap, (B)(4) a 4" x 96" velcro strap.

Manufacturer narrative:
On 8/26/2010, a (B)(6) from (B)(6), but a different location/bldg contacted the MFR regarding another type of alimed security belt (product (B)(4)) claiming a pt fell and was injured due to the strap not securing the pt. He said it was now going to litigation. The initial reporter of the 3500 form has responded that the product codes she provided are correct and is not sure where mr (B)(6) received his info. She further said that the straps in question were not retained so are not available for exam. The firm has combined these two contacts as it believes they are the same event.